Event description:
Event description cpi received information that a sweet tip bipolar lead, would 'not pace the atrium after implant'. The lead was not used. Implant date-06/21/96. Remove date-06/21/96.